Event description:
Reference number: (B)(4). Event occurred in united states. It was reported that the patient is calling about ifb alarm and reporting high blood glucose and also reported that the adhesive liner got stuck in the inserter on unknown date. The infusion set was inserted in the abdomen. No further information was available.